Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Batch # (B)(4). The analysis results found that the d5slt device was returned with the obturator cannula bent. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the blade was not come out. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.